Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to the provided information, dust was found on printed circuit boards inside the system. The printed circuit boards including the pressure transducer pcbs were cleaned. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of received device logs confirms that pressure transducer test and the vaporizer inlet/outlet valve test failed during system checkout. The log shows that the pressure transducer test failed due to the zero pressure offset for the fresh gas pressure transducer had drifted outside defined intervals (drifted more than +/-300 mv from factory default). Mentioned pressure transducer pcb measured that zero pressure offset was between 1.57 - 1.53 v and normally the pressure transducer pcb has a factory calibrated zero pressure offset value around 2 volt. The vaporizer inlet/outlet valve test failure is related with the incorrect pressure reading of the fresh gas pressure transducer pcb. The pressure transducer printed circuit board is part of the pressure measuring in the system. Our conclusion is that the actions taken by the field service engineer solved the reported failure. The correction of fields d1 brand name and d4 version or model # was required. This is based on the internal evaluation. Previous brand name: flow-I. Corrected brand name: flow-I c20 anesthesia system . Previous version or model #: flow-I c20 . Corrected version or model #: 6888520.

Event description:
Manufacturer's ref. #: (B)(4).